Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump fell into the toilet. She reported that she received a motor error alarm when changing the battery. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. The customer was assisted in clearing the alarm but stated that she was unable to rewind the insulin pump. The blood glucose reading was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a failed battery test alarm due to corroded battery tube. Unable to confirm motor error alarm due to failed battery test alarm. Corroded motor home switch noted. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No moisture damage noted on electronic assembly.